Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon surgery, after the reload was attached, surgeon performed a reload cycle test. The operator pressed the down button of center control, but the jaws did not close. Powered approach was performed but the situation was not improved. An attempt was made to remove the cartridge, but the removal failed. (Pressed the release button down and attempted to twist the cartridge but the cartridge stayed still). In addition, the battery decrease was abnormally fast that when the handle was removed from charger, full-charged status was checked, but at the time of one or two firings were performed, the remaining battery showed as lower than half. The event occurred at around the second firing. The procedure was completed with another device. The surgical time was extended by less than 30 min.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs showed the close key is being held down while the reload is being connected. There were no signs of the handle depleting in charge very quickly after 1 or 2 firings. This condition was also unable to be replicated with the received handle. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition of jaws will not close was determined to be a result of a software error where pressing the close key shortly after attaching a reload can cause two simultaneous clamp motor movements (clamping and lazy jaw) on motor one. Simultaneous start motor movement on same motor could cause race conditions and that could cause the system to become un responsive. Failure to do clamp test as demonstrated in the reported condition prevents the handle from entering firing mode. If information is provided in the future, a supplemental report will be issued.